Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. A previous investigation is applicable to this complaint. The complaint/incidence data-post market analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints by the end user is a result of skin complications caused by a variety of external factors not related to the design, materials, and/or processes of the product. No further actions are required. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on january 6, 2017. (B)(4).

Event description:
It was reported by the end user's spouse that the moldable wafer cut into the right side of the stoma after 48 -72 hours of application resulting in some mild bleeding. The wafer was removed and a new wafer applied resulting in the resolving of the issue. The complainant believes the stoma may have retracted and this resulted in the wafer cutting into the stoma.